Event description:
A healthcare professional reported that the lower anchor on a sleep appliance device broke. Per the report, the healthcare provider did not observe any patient symptoms or injury and no additional medical or surgical procedures were required. The appliance was originally delivered on (B)(6) 2025. The patient presented the issue and discontinued the use of the device on (B)(6) 2025. It was reported that the patient followed all cleaning and storage directions. The device was replaced with a similar product. The patient's oral hygiene was reported as excellent.

Manufacturer narrative:
The healthcare professional has provided all available information. The patient's ethnicity/race was reported as caucasian. Additional information was added to the following sections: a2, a3a, b3, b5, and b7. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the lower anchor had broken from a silent nite 3d device.